Event description:
Customer reported that a pyxis anesthesia es system's drawer would not release during a procedure. The nature of the procedure was not disclosed. Customer did not disclose any impact or delay to patient care. There was no reported patient or user harm.

Manufacturer narrative:
Customer reported that a pyxis anesthesia es system's drawer would not release during a procedure. The nature of the procedure was not disclosed. Customer did not disclose any impact or delay to patient care. There was no reported patient or user harm. This event is recorded in complaint number(B)(4). A field service technician evaluated the device and determined the controller board was faulty. The field service technician replaced the drawer's controller board. Device was tested and determined operational.

Event description:
Customer reported that a pyxis anesthesia es system's drawer would not release during a procedure. The nature of the procedure was not disclosed. Customer did not disclose any impact or delay to patient care. There was no reported patient or user harm.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 12-jan-2021 to 12- jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed due to a faulty controller board. The field service engineer replaced the controller board to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.